Event description:
The drain has a broken in line valve. The drain had been working fine prior to the incident. Additional information was requested and on 02/02/2015 and 02/06/2015, the following was provided by the customer. On (B)(6) 2015, the neurosurgeon was assessing the (B)(6) male patient and the drain was noted to be patent. After the exam, cerebrospinal fluid (csf) was noted on the patient's gown originating from the distal stopcock, "mysteriously malfunctioned with break at the distal stopcock." The patient did not have extremely high protein load or red blood cell count in their csf that required flushing of the device and/or continuous manipulation of the stopcock. The accudrain units are stored in the original white box in a plastic storage bin on the unit. The accudrain was originally placed/used on patient on (B)(6) 2015. The patient's intracranial pressure was being monitored. With regards if a transducer was attached to the stopcock proximal to the patient, the customer reported that the transducer would have been attached to the proximal stopcock (nearest the buretrol). With regards if the patient was moved from the room while attached to the accudrain, the customer reported that the patient would have been transported to the necessary departments while the drain was present. Patient harm/injury reported as csf drainage and potential for infection. The accudrain system and the ventriculostomy catheter were removed. Patient outcome was "pending."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.